Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) exhibited optical failure. During set up the team received a message that the aic could not use the optical sensor. The staff tried to unplug and plug in catheter with no resolution. The device was replaced with another aic. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The device was returned for evaluation. Device logs show that after connecting the purge and pump, the console displayed placement signal unreliable alarm (event #1036). The staff had not started the pump motor at this point. The staff removed both pump and purge and then performed a power-cycle of the console. After bootup, during case start, they received "optical sensor system error: disconnect cable" error. At this point they switched to a backup console and had no issues. Device analysis: the error was not reproduced. The cause of the placement signal unreliable error was unable to be determined. This report is being filed as part of a retrospective review of historical records.